Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula (pcs) instrument broke. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 15.07mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis indicate detaching the conducting wire and yaw cable. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.